Event description:
Patient 4 (da) presented to the (B)(6) hospital with severe obsessive compulsive disorder, refractory to medical management. Patient has been extensively evaluated by members of committee and felt to be a good candidate for bilateral anterior limb of the internal capsule of deep brain stimulator therapy. Patient underwent implantation on (B)(6) 2016. He had not returned to see neurology since (B)(6) 2020, at which time his symptoms had improved. On a recent visit (B)(6) 2023, the dbs was interrogated, and it was noted that he has been recharging his battery well. He reported decreased ocd thoughts r/t hygiene but reported feeling anxious that he will be trapped in the br. Last visit (B)(6) 2024. Dbs interrogated. Pt. Doing well so no changes made. Dbs was interrogated by neurology (B)(6) 2025. No changes were made. Referred patient to call (B)(6) consultant to review and evaluate battery charging process as pt. Reported difficulty r/t this. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).